Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). Omsc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -the video connector, video cable, and universal cord were sold and angulation was performed, but normal endoscopic images were displayed and there were no abnormalities. -there was no abnormality in the electrical contacts of the video connector. -when the device was energized for about 1 hour, the normal image was displayed and there was no abnormality. -when the video connector and distal end were heated, the normal image was displayed and there was no abnormality. -the adhesive of the bending section rubber was chipped. -there was no abnormality in the assembled state such as the wiring of the board inside the video connector. -there was no abnormality in the internal state of the bending section because the arrangement of internal organs was not disturbed. -there was a crack in the adhesive filling part of the image sensor. The exact cause of the reported event could not be conclusively determined. However, based on the above evaluation results, the reported event may have been caused by a temporary disconnection or short circuit at the crack in the adhesive filling part of the image sensor. The cracks in the adhesive filling part of the image sensor may have been caused by the unexpected load applied to the adhesive due to the temporary disorder of the arrangement due to the external stress such as the insertion and removal of the trocar from the state of the insertion section. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the adhesive of the bending section rubber was chipped. -the angulation fixing part of the control section was loose. -the video connector, control section, grip unit, and remote switch 1 were damaged by external factors. -even if the bending section was moved, the insertion tube and universal cord were rocked, the connector was rocked, and the distal end was overheated and cooled, the event reported by the user facility could not be reproduced. The device was inspected in combination with the olympus video system center cv-190 and the light source clv-190. -the device was inspected in combination with the olympus video system center otv-s300 owned by the user facility, but the event reported by the user facility could not be reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus service operation repair center (sorc) because the endoscopic image was sometimes noisy. The user cleaned the connector, but the issue did not improve. Sorc then inspected the device and found that scope communication errors b30 and e216 occurred. There was no report of patient injury associated with the event.